Event description:
Surgeon used the 2.7 spade drill bit and white drill guide. The anchor went in fine and was tight. He passed the suture fine. When he went to tie the knot, the white suture came undone from the anchor. Surgeon guessed that the anchor broke in half in the bone. He then had to cut the blue and white suture and start all over. It was confirmed that the anchor was left in the patient without sutures. The surgeon then placed two more without issue. The surgeon did mention, it was possible that the tech who pounded the anchor in could have been on a slight angle causing the anchor to fatigue. Patient was said to have very good bone quality.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4)